Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-01381. It was reported that the patient experienced ineffective therapy due to two fractured leads. As a result, surgical intervention was taken to replace the leads. Issue has been resolved.